Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 38 events were reported for this quarter. Product return status: 16 devices were received. 15 devices were not available for evaluation. 7 device investigation types have not yet been determined. Additional information: 38 devices were not labeled for single-use. 38 devices were not reprocessed or reused.

Event description:
This report summarizes 38 malfunction events in which the device or cutting accessory fractured. 26 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 38 previously reported events are included in this follow-up record. Product return status: 19 devices were received. 19 devices were not available for evaluation.

Event description:
This report summarizes 38 malfunction events in which the device or cutting accessory fractured. 24 events had no patient involvement, no patient impact. 14 events had patient involvement, no patient impact.